Manufacturer narrative:
During inspection and testing, the reported issue (image error due to possible damaged light guide) was not confirmed. The reportable malfunction (purple image) was found to be caused by a broken video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the issue (purple image) was caused by improper handling by the user (external force). However, a definitive root cause could not be determined. As a result of formal investigation, a manufacturing change was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device was not displaying a clear image. Reportedly, the light guide was potentially defective. The reported issue was observed during an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the subject device displayed a purple image. This report is being submitted for the malfunction found during evaluation (purple image).